Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es device was not detected on the bus. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 1 failed and was not detected on the bus. A field service engineer (fse) ran hardware test application (hta), found that drawer 1-1 was not displayed, powered down the system and found that a network interface card was in the bus cable, leading to a cable replacement and system reboot, but the issue persisted. The fse then replaced the latch sensor and drawer controller, reconfigured the drawer, yet the issue was not resolved. The fse replaced the retractor band and tested the system in hta to resolve. Additionally, the fse removed debris from under the pockets and launched the application, completed the troubleshooting steps to ensure proper functionality. The system functioned as intended after the field service engineer repaired the device.